Event description:
The patient reported that the load step does not complete itself and she has to hold down the ok button on the prime step to get the piston to contact the cartridge. The pump has been returned and evaluated by product analysis on 08/15/2011 with the following findings: during evaluation, the force sensor was found to be out of calibration. The force sensor pins were found to be partially dislodged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2011 with the following findings: during evaluation, the force sensor was found to be out of calibration. The force sensor pins were found to be partially dislodged. During evaluation the pump was able to rewind, load and prime with no issues. Contamination was observed on the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.